Event description:
According to the reporter, the rt doctor performed a catheter implant on the patient in the surgical center unit or operating room of the facility. As soon as the patient started hemodialysis on the same day, blood leakage was observed in the venous catheter. The team stopped the blood pump and performed a flush/wash to diagnose where the leak was coming from and observed a rupture/break and leak at the junction of the extension tube and venous/blue luer adapter. The catheter was not repaired and there was no luer adapter issue. The insertion site was treated prior to product placement. It was mentioned that there was an increased bleeding time and the use of the product ignored the manufacturer's instruction. The patient had to undergo a new invasive catheter implant procedure, impairing his hemodialysis treatment which was performed three times a week. The event did not lead to or extend patient hospitalization. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the rt doctor (physician in charge of the clinic) performed a catheter implant on the patient in the surgical center unit or operating room of the facility and tego was utilized right after the implant. At the beginning of the hemodialysis session on the same day, blood leakage was observed in the venous catheter. The team stopped the blood pump. The blood continued to leak even though a luer lock was already in placed, they performed a flush/wash to diagnose where the leak was coming from and the blood continued to leak. They observed a crack and leak at the junction of the extension tube and venous/blue luer adapter with luer lock. During inspection and removal of the package, no perforation and cracks were seen in the silicon and rigid parts (the crack was practically imperceptible). There were no other products used together with the catheter at the time that the issue occurred. It was mentioned that flushing was performed after catheter implantation and before the start of the session according the unit's routines and protocols. As the flush of serum performed was not with as much pressure as the blood pump, leakage was not verified. The catheter was not repaired and there was no luer adapter issue. In the catheter orifice, 0.5% chlorhexidine was the cleaning agent used while in the catheter lumens, they performed full heparinization. Patient on admission did not need local shaving, but they performed local antisepsis with a degermation brush, chlorhexidine 2% solution then 0.5% chlorhexidine alcoholic antisepsis, sterile drapes and, after a medical doctor, performed a new 0.5% alcoholic chlorhexidine antisepsis. When using the product, there was no specific step in the manufacturer's instruction that was skipped. It was decided to slowly return the system lines and dialyzer through the arterial route to resolve the issue of leakage and so that there would be no damages and losses to the patient. The treatment was not completed. It was mentioned that there was an increased bleeding time for a minutes, there was a need to invert the lines of the catheter during hemodialysis as the return would have to be venous but due to the leakage, the catheter was inverted so that the return would be arterial and the patient would not suffer harm. Two days after the event occurred, the catheter was removed. The patient had to undergo a new invasive catheter implant procedure (the new catheter was of a different lot number), impairing his hemodialysis treatment which was performed three times a week. There was no blood loss of large volume (at most 5 ml) as there was a quick response to resolve the intercurrence and blood transfusion was not required. The event did not lead to or extend patient hospitalization. There was no patient injury.

Manufacturer narrative:
Additional information: a5a, a5b, d9, g1(manufacturer name, MFR contact first name, last name, street 2, MFR city, region, postal code, email and phone number), g2, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was a hole in the extension tube which led to a leak. It was reported that there was a leak or hole on the extension tube at or near the luer adapter. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.